Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient?: no could you please confirm the quantity of products involved in this event?: unknown. They reported several from multiple boxes on the same lot number, over a few cases. Could you please confirm if the 108 reported products broke easily during the same surgery?: some of the 108 broke easily during use. The remainder are being sent back for analysis. Was an issue observe in all 108 reported products?: the issue was observed in several of the 108. The remainder are being returned. Did the event occur during one or multiple patient procedures?: ¿a few procedures ¿. What is the total number of procedures?: exact number unknown ¿a few¿. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).: unknown/unaware. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a spine procedure in 2023 and suture was used. During the procedure dr.(B)(6) had several cases where suture from this lot number was breaking easily during suturing. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.